Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: corrected data: g4: awareness date reported on follow up 2 report as july 17, 2019 but should have been october 07, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. It was reported that this was a lower jaw reconstruction procedure treating the lower gingiva cancer on (B)(6) 2018. The plate (04.503.718s) broke off during the preoperative plate bending. The surgery was completed without surgical delay. Concomitant device reported: unk - plate bender (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. Flow: damage visual inspection: the matrixmandible plate, straight, 20 holes (part # 04.503.718, lot # h785888, mfg # 26-nov-2018) was received at us cq with the plate broken at the 7th hole. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed due to post-manufacturing contouring and damage. Document/specification review: the following drawing(s) was reviewed; -straight plates 1.5 mm thk. 6, 12 & 20 hole matrixmandible: 04_503_715 rev e conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H3, h4, h6: a review of the device history record. Device history lot sterile article part: 04.503.718s, lot: 3l07125, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 21.jan.2019, expiry date: 01.jan.2029. No manufacturing documents for sterilization reviewed as it's not needed for this reported issue (breakage). Unsterile article part: 04.503.718, lot: h785888, manufacturing site: USA. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Part number: 04.503.718 lot number: h785888 part manufacture date: 26-nov-2018 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 20 hole plate 1.5mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch null, device history review review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. G4: awareness date reported on follow up 3 report as july 17, 2019 but should have been october 15, 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that lower gingiva cancer was treated with a lower jaw reconstruction procedure on (B)(6) 2018. The plate broke off during the preoperative plate bending. The surgery was completed without surgical delay. Concomitant device reported: plate bender (part unknown, lot unknown, quantity 1). This report is for a matrixmandible plate. This is report 1 of 1 for (B)(4).